Event description:
Caller reported patient received the following results on the aviva combo system within 10 minutes: hi (601 mg/dl) and 202 mg/dl. Caller gave customer 25 units of an unknown insulin after the hi result and before the 202 mg/dl result. No adverse event. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.